Event description:
It was reported that this brady lead was not implanted successfully due to outside layer of the insulation began to twist. This lead was never in service and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.